Event description:
The customer reported that an infant died during a procedure while being monitored via a philips fetal monitor.

Manufacturer narrative:
(B)(4). The customer reported that an infant did not survive during the childbirth after being monitored with (B)(4) philips series 50 xm fetal/maternal monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.